Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The lot number provided represents the prolieve catheter; a part of the kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bph) occurred (patient weight unknown). According to the complainant, five minutes into the procedure, a low water level reading occurred. The cartridge was refilled, and continued to have low water level messages. The prolieve catheter was taken out, tested and the prostatic balloon was leaking. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event.